Event description:
It was reported that during testing conducted at the manufacturer facility, the fiber optic plug of the helmet was found to be melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the fiber optic plug of the helmet was found to be melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, a probable cause for the melted cable plug was determined to be heat can build up due to a damaged fiber optic cable. The helmet is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.